Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the ceramic tip of the resection sheath was loose. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the following led to the malfunction: 1. Wrong handling: the screw has probably been damaged by impact, falling or getting caught on another object (e.g. Glove). 2. Wear and tear: a worn sealing ring is a defective sealing ring is due to the age of the item, signs of wear and tear, frequent use and lack of maintenance, poor reconditioning. A defective sealing ring is very likely to lead to leakage on the inner shaft. 3. Ceramic tip: repair of equipment by not authorized person. Defined biocompatible characteristics are no longer guaranteed (example: improper adhesives used; improper materials used). 4. Special: insulation beak - defined mechanical characteristics are no longer guaranteed. Melting of improper insulation material instead of ceramic. Olympus will continue to monitor field performance for this device.